Event description:
It was reported that during the procedure, it was found that the device had abnormal sound and the energy was low. The procedure was finally completed using the original device. There were no patient complications.